Manufacturer narrative:
(B)(4). This product was evaluated and repaired by an independent repair center. Should additional information become available regarding this no audible alarm issue, a supplemental record will be filed.

Event description:
Per the independent repair center, the customer alleged problem is the alarm will not function. The key failure is the check valve has low o2. However the more likely key to the unit alarms not functioning would be what is stated in the irs notes: unit has no alarm sound because the horn was disconnected. Technician reconnected. The non-alarming issue from the horn is a reportable event which is the basis of this FDA filing.